Event description:
The customer reported that the image thumbnail did not match the main fluoro image. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.